Manufacturer narrative:
The exact date of the event is unknown, event occurred in between (B)(6) 2021.

Event description:
It was reported via social media that the patient was experiencing inadequate stimulation. It was also noted that the patient was nauseous when the stimulation was on. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.